Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-45, lead, implanted (B)(6) 1996. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) four months into a two year longevity estimate and the patient was experiencing pacemaker syndrome. It was further reported that the right ventricular (rv) lead was exhibiting non and intermittent capture, high thresholds and low impedance. The ipg was explanted and replaced while the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) was triggered on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.